Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she had been bolusing, but her blood glucose levels kept elevating. The customer's doctor and diabetes educator both felt that the insulin pump was the issue, and asked to have it replaced. Nothing further was reported.